Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the capacitors on the main printed circuit board (pcb) were damaged. There was a bad solder on one capacitor. It was also noted that a capacitor on the liquid crystal display (lcd) circuit board was loose, the battery contacts were contaminated, and the release latch was sticky. Replacing two new capacitors did not resolve issue, the lcd board was defective. (B)(4).

Event description:
It was reported that while connected to a patient the battery discharged in two or three hours. The external pulse generator (epg) shut down while exchanging the battery. After the shutdown, the unit was replaced, so the patient was ok. The epg was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the display module. This analysis found that a diode component failure caused the excessive current draw from the display module in all operational modes resulting in customer and service-reported failures.